Event description:
It was reported that a pt was brought to the cath lab with an acute-pci due to a st-elevation myocardial infarction (mi). The infarct vessel was the distal right coronary artery (rca). The guide wire went through the occlusion easily and the vessel was pre-dilated. An attempt was made to advance the stent delivery system (sds), but it would not cross the lesion. While retracting the sds so that another pre-dilatation could be performed there was resistance. So the guide wire and sds were withdrawn and the system was flushed. However, at this time it was noted that there was no stent on the sds. Under fluoroscopy the dislodged stent could be seen in the proximal part of the rca. Another new guiding catheter and guide wire were used and another company's stent was used to compress the dislodged stent against the vessel wall.